Event description:
The rotator broke during contrast injection with spray. No harm or injury reported. Customer reported this event happened twice. This is one of two reports; 1721504-2010-00421.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the device evaluation has been completed. Evaluation: method: the device history record was reviewed. Conclusions: a f/u report will be submitted when the device evaluation has been completed.